Event description:
The customer reported a falsely elevated troponin I (access® accutni+3¿) result, above the reference range of the assay, for one patient, involving the access® 2 immunoassay system. An initial result of 0.61 ng/ml was obtained and released from the laboratory. The patient was sent to the emergency room (ER) where subsequent testing of the sample produced a negative result of 0.00 ng/ml. The customer retested the sample, on the original instrument, and obtained a result of 0.01 ng/ml. There was no report of adverse health consequences to the patient associated with this event. The laboratory's acute myocardial infarction (ami) limit is 0.40 ng/ml. The patient's sample was collected in a 10 ml serum separation tube (sst¿) and centrifuged for 12 minutes at room temperature. The customer indicated there was no evidence of sample integrity issues. All system parameters (including quality control, calibrations, and system checks) were performing within assay and instrument specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the peristaltic pump tubing, for one of the aspirate probes, was faulty. The fse replaced the peristaltic pump tubing and resolved the issue. The fse performed a successful 16-replicate precision test and a passing high sensitivity system check and system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the faulty peristaltic pump tubing. Beckman coulter continues to track and trend any incident related to this issue.